Event description:
It was reported that during a colon procedure the clamp arm was broken. Fell into the patient. The surgeon removed it and there was no patient consequence. Another device used to complete the procedure.